Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
During intravenous therapy for the pediatric patient, colorless filamentous material was observed adhering to the inner wall of the indwelling catheter. The family was informed that the catheter required removal. After the family refused, the nurse attempted aspiration; the filament showed no movement. During slow injection of 0.9% saline solution, the filament was seen floating. The family was immediately informed that catheter removal was essential. The nurse then proceeded to remove the catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.